Event description:
It was reported the patient was treated at an urgent care center for a possible infection at the ipg site. The patient was given oral antibiotics. The patient was seen by the surgeon's pa who found a small abscess at the ipg surgical wound. The pa removed a stitch and changed the patient to a different oral antibiotic. The wound was checked five days later and it is healing. The pa confirmed the issue was a stitch abscess. The patient is continuing the antibiotics and has a follow-up appointment scheduled.

Manufacturer narrative:
Method- the device history and sterilization records were reviewed. Results- the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion- the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.